Event description:
The patient received a prolieve treatment in 2006. The first attempt to pass the prolieve catheter was unsuccessful. The second attempt with a new catheter was succcessful and the patient tolerated the procedure well. Following the procedure the patient was able to void on his own and was sent home. Approximately 12 hours following the treatment the patient presented to the emergency room in urinary retention. A foley catheter was placed with difficulty and no return of urine. A bladder scan was performed that demonstrated 365 cc of urine present in the bladder. The indwelling catheter was removed and it was replaced with a coude 20 french-catheter. The catheter was left in place and had good urinary return. The patient was discharged the following day with instructions to follow up with his urologist. On the 3rd day the patient underwent a cystoscopy for catheter replacement following an unsuccessful full and pull procedure. The patient returned to the office in 10 days later. A successful fill and pull was done and the patient was able to void on his own.